Event description:
Complainant alleged that pt was undergoing testing in the facility's diagnostic imaging dept, when the pt crashed. The pt and their gurney were immediately rolled into the facility's emergency dept. The pt was covered with sterile paper drapes, which covered an oxygen tank laying at the bottom of the gurney. The pt's nasal cannula (nasal oxygen tube) had become dislodged from the pt's nasal cavity and was laying on the pt's shouldeer, although the oxygen was continuing to be pumped from the tank. The complainant reported that because the oxygen tank had been covered with the sterile drapes, the clinicians were unaware that oxygen was still being pumped. The clinicians determined that the pt was presenting a ventricular fibrillation heart rhythm. The clinicians delivered one 360 joule shock to the pt, using stat pads multi-function electrodes. But upon the delivery of a second 360 joule shock, the clinicians heard a loud pop and then observed that an arc and a flash fire occurred, causing the sterile paper drapes covering the pt to catch fire. The clinicians also delivered a third 360 joule shock to the pt using the device paddles, again the clinicians observed sparks upon the administration of the shock. The clinicians extinguished the flames with a blanket. The complainant indicated that the pt suffered second degree burns to the upper chest. Subsequent to the event, the pt expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The complainant indicated that the lot number of the used pads is unknown, as the packaging was inadvertently discarded subsequent to the event. The complainant indicated that the pt had a hairy chest that was unclipped/unshaved prior to pt defibrillation. The electrode package insert warns the user, "excessive hair can inhibit good coupling (contact), which can lead to the possibility of arching and sin burns. Clip excess hair prior to pad application. Page 1 of the pd1200 defibrillator/pacemaker's instruction manual warns the user: "do not use the zoll pd in the presence of flammable agents." User medwatch report number 000010055-2001-0001.